Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, cracked case at display window corner, minor scratched lcd window, stained end cap sticker and stained address/serial number label. Unable to perform displacement test due to broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was damaged and reservoir compartment, right hand corner of screen had crack, wrapping around to battery compartment. The customer¿s blood glucose level was 197 mg/dl. The insulin pump will be returned for analysis.